Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 11 years 6 months old. The user manual part number 1078987 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6) male. The consumers technique while using the device was confirmed by the facility, their lifts are transported from floor to floor for use. They are going to stop doing that due to the incident. A lift was provided for each floor. The facility also confirmed that the lift is used approximately 20-25 times a day. The lifts are inspected every friday by the facility maintenance staff. The lift was inspected on (B)(4) 2012 and the alleged incident occurred on (B)(6) 2012. The lift was used several times that day prior to the incident. The facility has received a new lift and scale.

Event description:
The lock-bolt that attached the scale to the lift allegedly gave way causing the boom to bend. The consumer allegedly fell to the ground and sustained a broken pelvis.